Event description:
It was reported a patient presented in clinic not feeling well. Their right ventricular (rv) lead presented with loss of capture and failure to sense. Cardiac perforation was discovered via x-ray. The lead was explanted and replaced in a procedure on (B)(6) 2022. The patient was stable.

Manufacturer narrative:
Correction: h6 - removed "adverse event without identified device or use problem" code.